Event description:
A (B)(6) old male patient contacted zoll lifecor customer support service to report damage to his electrode belt. A wires came out of one of the electrodes. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. As received, the electrode belt was found to have a damaged cable. The cable running from ECG a was pulled out from the front therapy electrode pad, separating the cable from its strain relief. The root cause of the separated cable cannot be positively identified but likely resulted from the application of excessive force to that section of cable. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.